Event description:
It was reported that a patient underwent an initial left shoulder arthroplasty approximately two years ago. Subsequently, the patient underwent the first stage of a two-stage revision surgery and had an antibiotic spacer implanted due to infection on an unknown date.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01880-1, 0001825034-2023-01882-1. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. All products manufactured follow appropriate standards, and the reported infection occurred > 90 days; therefore, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01880. 0001825034-2023-01882. D10: medical products: item#: unknown, unknown glenoid; lot#: unknown. Item#: unknown, unknown humeral stem; lot#: unknown. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a left shoulder arthroplasty on and unknown date. Subsequently, the patient underwent the first stage of a two-stage revision surgery on an unknown date for an unknow reason. The surgeon implanted an antibiotic spacer in the patient during the first stage procedure.